Event description:
It was reported that patient presented to the clinic for follow-up after receiving inappropriate therapy. Patient was shoveling snow at time of event. Programming changes were made. Patient is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.